Manufacturer narrative:
Concomitant medical products: 4193 lead, implanted: (B)(6) 2003; dtba1d1 ICD, implanted: (B)(6) 2016.

Event description:
It was reported that during implant, two right ventricular (rv) leads were attempted but not used. It was noted that the first rv lead exhibited placement difficulty and the helix would not extend. The second rv lead also exhibited placement difficulty, however it was damaged during introduction. The introducer was kinked which damaged the helix and caused it not to extend as well. Neither lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis the distal portion of the lead was returned, analyzed. Analysis indicated that the inner insulation of the lead was distorted due to kinking/buckling. Visual summary analysis of the lead indicated stretching and damage at implant. The analyst noted that the distal segment of the lead received with the helix was visibly fine. Visual inspection found the distal segment returned stretched, with buckling of the inner insulation. A stretched lead may not fully transfer torque to the helix when turning the is-1 connector pin.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.